Event description:
It was reported that after an unspecified interventional procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, the needles were not captured by their respective cuffs and no suture was present on the needles. The device was removed over a guide wire and a starclose se device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se and perclose proglide devices. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. A follow-up report will be submitted with all additional relevant information. The customer reported that a femoral angiogram was not performed prior to use of the device. A femoral angiogram is required to determine the location of the arteriotomy puncture within the common femoral artery. The femoral angiogram would alert the physician to a too high or too low location, both of which have the potential to result in an adverse patient impact as indicated in the instructions for use.

Manufacturer narrative:
(B)(4). Device evaluation: a review of the lot history record for the reported lot revealed no non-conformances associated with this lot, indicating all lot release testing met specification. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. Although the analysis of the returned device did not confirm the reported experience. Analysis of the returned device noted that the link was pulled from the posterior cuff. A link detachment will result in a failure to retrieve the suture during plunger removal and can appear very similar to the reported needle to cuff miss. Based on the investigation, no product deficiency was identified.